Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a successful cryo ablation procedure, the patient experienced discomfort. A computerized tomography (CT) scan of the patient's chest showed that the patient developed a pulmonary embolism in the middle lobe of the right lung and part ofthe lower lobe of the left lung. The patient was hospitalized and medication was administered. The patient was a participant in a clinical study. No further patient complications have been reported as a result of this event.